Manufacturer narrative:
Nidek had already reported to FDA similar adverse event and taken remedial action in 2014 (z-1853-2014). Nidek also has begun additional field correction (z-1245-2016) on 3/24/2016 since nidek received similar customer complaints. Based on our database, nidek was able to confirm this rt-5100(serial number (B)(4)) is within the scope of the ongoing recall (z-1245-2016). The affected device was not returned to nidek for evaluation. However, nidek hired third party (B)(4) visited the customer site for on-site evaluation and performed the correction as per the recall. Nidek confirmed that the injury was minor and did not need any surgical or medical intervention. Nidek considers it a reportable event as the device has malfunctioned and has a potential to cause or contribute to a serious injury if the malfunction were to recur.

Event description:
Nidek inc. Received a complaint from a distributor on (B)(6) 2016. Customer called our us distributor and reported that the near point chart arm for rt-5100 sn. (B)(4) kept falling down and have hit the technicians once and the doctor twice in the head. Customer reported about the small bruise that time.